Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to (B)(6) bacteremia infection. It was noted there was vegetation on the rv lead. No further patient complications have been reported as a result of this event.